Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to vegetation. It was further reported that the left ventricular lead was difficult to extract. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable tachy lead 2012 (B)(6); 419588 implantable pacing lead 2012 (B)(6); 407652 implantable pacing lead 2012 (B)(6). (B)(4).